Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced restenosis and required a target vessel reintervention (tvr). The target lesion was located in the proximal left anterior descending (prox lad) with 99% stenosis, a length of 8.0 mm, and reference vessel diameter of 3.0 mm. The physician treated the target lesion with pre-dilatation and placement of a 3.0 x 12 mm taxus express2 study stent with 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 63 days post index procedure, the pt presented with "burning" in her neck radiating down to her sternum, along with chest tightness and nausea. The in-stent restenosis was treated with pre-dilatation and placement of a 2.5 x 15 mm and 3.0 x 23 mm non bsc stents in an overlapping fashion, with 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.